Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of passing out due to low blood glucose but was not sure of reason or what happened. Customer woke up with blood glucose of 22 mg/dl and treated with milk. Customer would call back if troubleshooting was needed.